Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was not getting a lot of pain relief. The patient planned to further speak with a manufacturer representative. No further complications were reported or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has been experiencing problems with their unit. The patient indicated they were only able to get 36 hours then the battery would deplete and they would have to charge the controller every day or every other day. The patient indicated that they had an appointment with their manufacturer representative and they could not get any of the settings to hold on group a. They were reprogrammed to group b but by the time they got home the unit had stopped working. The settings did not take and defaulted back to zero as soon as they got home. The patient reported they could not sleep as they had to manually change the settings which would work but only lasted 5-6 minutes at a time. The patient reported they had pain in their legs. Patient was advised to call in for a replacement controller. No further complications reported and/or anticipated at this time.